Manufacturer narrative:
Product analysis a 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip a 0.018¿ guidewire from the lab was loaded through the tip and exited through the luer, an indeflator was used to inflate the balloon but the device would not hold pressure and a pinhole leak was found over the distal markerband in the balloon medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a pacific plus pta balloon with a 5fr non-medtronic sheath and a non-medtronic guidewire during treatment of a calcified lesion in the patient¿s right mid posterior tibial artery. Artery diameter reported as 3mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was not pre or post dilated. The balloon was not passed through a previously deployed stent. Minimal resistance was noted during advancement of the device. Excessive force was not used. A syringe was used for balloon inflation. 50/50 contrast fluid was used. A longitudinal balloon burst was reported during the procedure. The balloon was never fully inflated as physician thinks it tore crossing the lesion and before inflating he pulled back and it aspirated. The balloon did not detach during the event. The device was safely removed from the patient. A replacement non-medtronic device was used to complete the procedure. No patient injury reported.